Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping),"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and liver disorder ("autoimmune diagnosed: liver disease"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, menorrhagia and liver disorder outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, liver disorder, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2011, (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: essure confirmation test(s) conducted, specify :results of confirmation test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Event injury was updated and new events: dysmenorrhea (cramping), pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, autoimmune diagnosed: liver disease were added. New reporter, plaintiffs information and lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 880428) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, cholecystectomy, elevated liver enzymes, abdominal pain, acne, autoimmune hepatitis, abnormal uterine bleeding, blood loss anemia and ovarian cyst. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), genital haemorrhage ("general abnormal bleeding / excessive bleeding"), heavy menstrual bleeding ("abnormal bleeding menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced liver disorder ("autoimmune diagnosed: liver disease/autoimmune disorder type of disorder: autoimmune liver disease"). In (B)(6) 2018, the patient experienced anaemia ("other injury(ies) or complication(s) please describe: anemia/blood or heart disorder/condition type: anemia"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdomen") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)/si robot-assisted laparoscopic hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, back pain, genital haemorrhage, heavy menstrual bleeding, vaginal haemorrhage, anaemia and liver disorder had resolved and the dysmenorrhoea and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, heavy menstrual bleeding, liver disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2011, (B)(6) 2011. Three to five coils were noted in each tube during essure implant. But on hysterosalpingogram only 2 coils were seen, which occluded the fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012: essure confirmation test(s) conducted, specify :results of confirmation test: bilateral occlusion three to five coils were noted in each tube during essure implant. But on hysterosalpingogram only 2 coils were seen, which occluded the fallopian tubes the essure tubal occlusion was successful. Imaging procedure: on (B)(6) 2012: the essure tubal occlusion was successful. Lot number: 880428; manufacture date: 2011-07; expiration date: 2014-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2021: mr received. Reporter information, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 880428) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"), genital haemorrhage ("general abnormal bleeding") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced liver disorder ("autoimmune diagnosed: liver disease/ autoimmune disorder type of disorder: autoimmune liver disease"). In (B)(6) 2018, the patient experienced anaemia ("other injury(ies) or complication(s) please describe: anemia"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdomen"), back pain ("lower back pain"), menorrhagia ("abnormal bleeding menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, anaemia and liver disorder had resolved and the abdominal pain, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, vaginal haemorrhage and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, liver disorder, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2011, (B)(6) 2011. Three to five coils were noted in each tube during essure implant. But on hysterosalpingogram only 2 coils were seen, which occluded the fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure confirmation test(s) conducted, specify :results of confirmation test: bilateral occlusion. Lot number: 880428 manufacture date: 2011-07 expiration date: 2014-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: pfs received: new event abnormal bleeding (vaginal) added. Seriousness criteria for the event abnormal bleeding (general) updated to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 880428) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section. On (B)(6)2011, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping),") and fatigue ("fatigue"). In (B)(6)2017, the patient experienced liver disorder ("autoimmune diagnosed: liver disease/ autoimmune disorder type of disorder: autoimmune liver disease"). In 2018, the patient experienced anaemia ("other injury(ies) or complication(s) please describe: anemia"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal pain lower ("lower abdomen") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, genital haemorrhage, liver disorder and anaemia had resolved and the dysmenorrhoea, abdominal pain, menorrhagia, fatigue, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, liver disorder, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6)2011, (B)(6)2011. Three to five coils were noted in each tube during essure implant. But on hysterosalpingogram only 2 coils were seen, which occluded the fallopian tubes diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: essure confirmation test(s) conducted, specify :results of confirmation test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2019: plaintiff fact sheet and medical record received. Reporter information updated. Patient demographic information updated. Other relevant history and lab data updated. Outcome of events pelvic pain, genital haemorrhage, autoimmune liver disease were changed from ¿unknown¿ to ¿recovered/ resolved¿. Events: fatigue, other injury(ies) or complication(s) please describe: anemia, lower abdomen, lower back pain were newly added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 880428) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping),") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced liver disorder ("autoimmune diagnosed: liver disease/ autoimmune disorder type of disorder: autoimmune liver disease"). In 2018, the patient experienced anaemia ("other injury(ies) or complication(s) please describe: anemia"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal pain lower ("lower abdomen") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, liver disorder and anaemia had resolved and the dysmenorrhoea, abdominal pain, menorrhagia, fatigue, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, liver disorder, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2011, (B)(6) 2011. Three to five coils were noted in each tube during essure implant. But on hysterosalpingogram only 2 coils were seen, which occluded the fallopian tubes diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure confirmation test(s) conducted, specify: results of confirmation test: bilateral occlusion. Lot number: 880428, manufacture date: 2011-07, expiration date: 2014-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 880428) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section. On (B)(6)2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), genital haemorrhage ("general abnormal bleeding / excessive bleeding"), menorrhagia ("abnormal bleeding menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced liver disorder ("autoimmune diagnosed: liver disease/ autoimmune disorder type of disorder: autoimmune liver disease"). In (B)(6) 2018, the patient experienced anaemia ("other injury(ies) or complication(s) please describe: anemia/blood or heart disorder/condition type: anemia"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdomen") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)/si robot-assisted laparoscopic hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, back pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, anaemia and liver disorder had resolved and the dysmenorrhoea and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, liver disorder, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2011, (B)(6) 2011. Three to five coils were noted in each tube during essure implant. But on hysterosalpingogram only 2 coils were seen, which occluded the fallopian tubes diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure confirmation test(s) conducted, specify :results of confirmation test: bilateral occlusion three to five coils were noted in each tube during essure implant. But on hysterosalpingogram only 2 coils were seen, which occluded the fallopian tubes the essure tubal occlusion was successful. Imaging procedure - on (B)(6) 2012: the essure tubal occlusion was successful. Lot number: 880428 manufacture date: 2011-07 expiration date: 2014-07 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-dec-2020: pfs received outcome of event " pain, bleeding" were updated as recovered. Date of insertion and lab data were updated. Fu 10 and 11 processed together. On (B)(6) 2020: pfs received. Onset date for the events "abnormal bleeding menorrhagia (heavy menstrual bleeding) and abnormal bleeding (vaginal)" were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.